Event description:
It was reported that the wireless recharger (wr) system did not reset even after executing standard factory reset procedures. There were no environmental factors involved. Several attempts were made to reset the device in factory mode but without success. The issue was not resolved. The patient has a loaner wr until the defective wr can be replaced. There was no patient injury.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis had shown that the wireless recharger was confirmed to be unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.